Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reporting the shape of the right breast changed, the chest sank, and constant pulling pains appeared. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "the walls of the connective tissue capsule of the implant with chronic inflammation." Healthcare professional additionally reported "pain in the chest and axillary region, a slight increase in temperature and an increase in axillary lymph nodes were observed. The patient was diagnosed with a complete rupture of the implant on ultrasound of the mammary glands."